Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor detached from the adhesive after 3 days of wear. Customer further reported that her "sugar went low" and was unable to test her glucose levels. Customer had contact with the healthcare provider who treated her with unspecified medications. Customer indicated that she was not able to remember the medications that she received. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported that the adc freestyle libre sensor detached from the adhesive after 3 days of wear. Customer further reported that her "sugar went low" and was unable to test her glucose levels. Customer had contact with the healthcare provider who treated her with unspecified medications. Customer indicated that she was not able to remember the medications that she received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and there were no product non-conformances identified. If the product is returned, the case will be re-opened, and a physical investigation will be performed.